Event description:
A general complaint for high power devices was reported that related to detection criteria and discriminator programming in the presence of chronic af (atrial fibrillation). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).